Event description:
It was further reported that the patient was seen in the emergency room as yellow discharge was ¿running out of it.¿ the health care provider reportedly did not know why the pump became infected. Emergency surgery was performed the following day, (B)(6), 2013 and both the pump and the catheter were removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an allergic reaction/erosion and an infection at the pocket site. The patient was noted to be hospitalized and the pump and catheter were explanted just two weeks after it was implanted. The patient status was reported as "alive"; the reporter was unaware of any adverse events except for the infection. The pump was delivering baclofen. One week after this report date, it was reported the patient was "doing well".

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).